Event description:
Through implant patient registry, it was reported that a 29mm 7300tfx mitral valve was explanted after an implant duration of three (3) years, one (1) month due to mitral regurgitation. The explanted valve was replaced with a 33mm non-edwards valve. Per the medical records: the patient presented for encephalopathy, fever and worsening anemia. The patient was hospitalized with endocarditis of the av and mitral regurgitation. The patient underwent redo avr [ipr-1024163-20201116-1] and redo mvr procedures. It is noted in the or report findings there were vegetations on the aortic valve and likely some infected tissue on the sewing ring of the mitral valve. Per the pathology report, there was mitral valve pannus and mild acute inflammation on the surface and in the valve. The explanted mitral valve was replaced with a 33mm non-edwards valve. The patient tolerated the procedure well with no complications. The patient's postoperative course was notable for transaminitis and significant for respiratory failure. The patient was discharged to a long-term acute care facility on pod #48 in improved condition. It was indicated that the patient continued to deteriorate clinically in the setting of chronic illness and vasoplegia. The patient was transitioned to comfort care and expired 71 days later postoperatively. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: h11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Additional manufacturer narrative: regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was not returned for evaluation. If received and evaluated, a supplemental report will be submitted. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was reported that a 29mm 7300tfx mitral valve was explanted after an implant duration of three (3) years, one (1) month due to mitral regurgitation. The explanted valve was replaced with an unknown device. Per the discharge summary: the patient was hospitalized with endocarditis of the av and mitral regurgitation. The patient underwent redo avr [(B)(4)] and redo mvr procedures. The patient's postoperative course was notable for transaminitis and significant for respiratory failure. The patient was discharged to a long-term acute care facility on pod #48 in improved condition. It was learned the patient expired twenty three(23) days later. A cause of death was not provided.